Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised due to fall and ruptured arthrotomy. Because of the open capsule and severity of the fall, the poly on the hinged knee came out. The hinge rp poly post that goes down the tibia tray, came all the way out of the tibia after the patient fell. Hinge pin and poly removed and wound was irrigated. Surgeon downsized to a 16mm poly and was happy with the stability and patella tracking, then closed the patient up. Doi: (B)(6) 2020, dor: (B)(6) 2020, right knee.